Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported a system message occurred during a case. A technical support specialist (tss) was contacted, the footswitch cable was reseated, and the case was completed. There was no pt injury reported.

Manufacturer narrative:
The facility called in to technical services and ordered a new foot pedal. The replaced foot pedal has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).